Manufacturer narrative:
(B)(4). Upon further review, it was discovered that the information in this file has already been reported. All pertinent information is contained in (B)(4), medical device report # 6000001-2012-03356.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with the reported condition of "fc 712:00 phm pcm". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.